Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that the customer had normal blood glucose levels of more than 84 mg/dl. The customer reported cracks on the battery cap housing of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.